Manufacturer narrative:
The reported issue that the device alarms frequently as much as every 15 minutes, sometimes alarming for occlusion while sleeping or for tiny bubbles seen in the tubing could not be confirmed; no product or device logs were returned for investigation. In addition the customer did not report or allege that a device malfunction had occurred during the alarming incidents. There was no direct report that there was a delay or under infusion having occurred as a result of the reported issue; it was mainly reported it was disturbing the sleep of the patient. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The system in use is suspected to have been in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that while visiting a friend at the hospital, the s/p heart transplant survivor patient, who developed cancer a few months ago whom frequently is admitted to the hospital stated that the device alarms were frequently disrupting her sleeping hours. The patient further stated that the alarming device can alarm as frequently as every 15 minutes. Sometimes, while sleeping, the device will alarm for "occlusion" alarms when the patient rolls over onto her IV access PICC line. The devices often alarm for tiny bubbles seen in the tubing set. The patient further stated that the device is not designed to be patient friendly to decrease or pause the alarms to prevent the nuisance alarm from further disrupting quiet hours. The patient stated that the nurses try to resolve the issue by lowering the IV bags or changing out the devices. By all the information provided, the adverse effect was interrupted sleep and one more irritant to add to the overall ¿hospital stay fatigue.¿